Event description:
A platelet clump flag was not triggered on the customer's advia 2120i hematology system with dual aspirate autosampler when a patient sample was run for platelet, even though platelet clumping was seen on the patient's blood film. Due to the platelet clumping, it is unknown if the platelet result was considered discordant or correct. The result was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00173 on 09-jun-2022. Additional information (15-jun-2022): quality controls (qc) recovered in range at the time of the event and no other samples were impacted. The platelet result obtained was low and flagged in red. As per the advia 2120/2120i operators guide, "through the use of complex flagging algorithms, laboratory personnel are alerted to suspected abnormal sample and/or system conditions. Sample/system flags appear on the run screen and the review / edit tab. Whenever such flags are triggered, the user should review the results and take the action recommended." The system alerted the operator to a potential platelet problem and the operator performed a blood smear which showed platelet clumping in the affected patient sample. The cause of the event is a sample specific issue. The system is performing according to specifications. No further evaluation of this device is required.